Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed that one of the pin terminal is deformed. The connection was restored and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a malfunction that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.